Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown) the device displayed "poor pad contact" and "check pads" messages.complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The complainant indicated that this malfunction occurred on "multiple pts" although there was no info available describing the specifics of each event, or how many malfunctions occurred.